Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The call was disconnected and cts called back but customer was busy and unable to troubleshoot at that time. The customer will follow up with cts. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.